Event description:
The facility's risk management dept reported an incident involving a pt who was in preterm labor at 32 weeks. The pt had just been started on magnesium sulfate with the concentration of 40grams/1000cc. A starter bolus was administered, followed by a pump alarm "air in line". The nurse advanced the air and the pump alarmed notifying the user that there was too much air to advance. The nurse attemped to remove the tubing when the slide clamp became "stuck". The pump instructed the user to turn the manual tube release. When the manual tube release was turned, the channel opened and the medication began to free flow. The roller clamp was not closed prior to the tubing being removed from the channel. The facility reported the pt rec'd 10cc of magnesium sulfate during the free flow. The pt complained of chest pain. Oxygen was started. An electrocardiogram and a chest x-ray was performed. After 5 minutes, the pt's chest pain resolved. No adverse outcome resulted from the overinfusion.